Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold measurements. The rv lead was explanted on (B)(6) 2025. The patient was in stable condition.